Event description:
Clinical information: crd_1059 - vista registry, patient site ID:(B)(6).it was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted in a patient with a history of a first degree atrioventricular block with right bundle branch block. The patient was placed under conscious sedation, and local anesthesia with monitored care. The patient was also administered heparin for procedure and had a noted activated clotting time (act) level of 250 seconds. The 27mm navitor valve was not re-sheathed at all during the implant procedure. There was no post-implant balloon dilatation performed. The final non-coronary cusp implant depth is 6mm and the final left coronary cusp implant depth is 4mm. There was mild perivalvular leakage present post-implant it was also noted post-implant that the patient developed an onset of facial asymmetry and right hemiparesia. A neurological evaluation using a computed tomography scan revealed a left m3 occlusion, consistent with an ischemic stroke. The distal vessel was not tributary of mechanical re-perfusion. The was no treatment performed/required, but the patient remains hospitalized. On (B)(6) 2023, it was noted via telemetry, that the patient developed a complete atrioventricular block. An unknown medical intervention for the heart block occurred. It was noted that the patient suffered permanent injury with mild facial paralysis and mild dysarthria. The cause of the patient's stroke is unknown, but is attributed to the patient's comorbidities and the implant procedure. There is no allegation of malfunction against the 27mm navitor valve or procedure. The patient was recovering at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: eu0747 - (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was successfully implanted in a patient with a history of a first degree atrioventricular block with right bundle branch block. The patient was placed under conscious sedation, and local anesthesia with monitored care. The patient was also administered heparin for procedure and had a noted activated clotting time (act) level of 250 seconds. The 27mm navitor valve was not re-sheathed at all during the implant procedure. There was no post-implant balloon dilatation performed. The final non-coronary cusp implant depth is 6mm and the final left coronary cusp implant depth is 4mm. There was mild perivalvular leakage present post-implant it was also noted post-implant that the patient developed an onset of facial asymmetry and right hemiparesia. A neurological evaluation using a computed tomography scan revealed a left m3 occlusion, consistent with an ischemic stroke. The distal vessel was not tributary of mechanical re-perfusion. The was no treatment performed/required, but the patient remains hospitalized. On (B)(6) 2023, it was noted via telemetry, that the patient developed a complete atrioventricular block. An unknown medical intervention for the heart block occurred. It was noted that the patient suffered permanent injury with mild facial paralysis and mild dysarthria. The cause of the patient's stroke is unknown, but is attributed to the patient's comorbidities and the implant procedure. There is no allegation of malfunction against the 27mm navitor valve or procedure. The patient was recovering at the time of report. Subsequent to the previously filed report, additional information was received that on (B)(6) 2023, the patient had a permanent pacemaker implanted. It was noted that there was no intervention performed/required for the perivalvular leak. It's believed that there patient's complete atrioventricular block was due high risk of patient for conduction disturbances because of prior right bundle branch block and first degree atrioventricular bock. It's also noted that there was calcification extending beneath the aortic annular plane in the interventricular septum. It's noted that the perivalvular leak may have been to calcium in the native aortic valve at the time of implant, but the perivalvular leak was mild and no leak was detected in the discharge echocardiogram.

Manufacturer narrative:
An event of device malposition, perivalvular leak, and heart block was reported. Information from the field indicated the patient had a history of atrioventricular block with right bundle branch block, the final implant depth was 6mm from the non-coronary cusp, there was calcification extending beneath aortic annular plane, and there was calcium in the native aortic valve at time of implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, root causes for the reported device malposition, perivalvular leak, and heart block could not be conclusively determined. H6 health effect - impact code: code 4614 removed.